Event description:
As reported, the balloon of the 6/7f mynx control exploded on the plate. The device was not placed. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of the 6/7f mynx control exploded on the plate. The device was not placed. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile ¿mynx control vcd 6f/7f¿ device, involved in the reported complaint, was returned for investigation inside a clear plastic bag. Visual inspection of the returned device revealed that buttons 1 and 2 were not depressed. The syringe was received connected to the device. The stopcock was found in the open position. Additionally, the sealant was found fully covered by the sealant sleeves, with no damage observed on the sealant sleeve assembly. The balloon was found fully deflated. No other anomalies were observed during the visual analysis. Additionally, an unknown procedure sheath was received not locked in the device; no damages were noted on it. The inflation/deflation test, as per the mynx control instructions for use (IFU), was conducted. The findings indicated a balloon leak in the ballon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear on the balloon of the returned device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of the 6/7f mynx control exploded on the plate. The device was not placed. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6/7f mynx control exploded on the plate. The device was not placed. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Actual event date is unknown. As reported, the balloon of the 6/7f mynx control exploded on the plate. The device was not placed. There was no reported injury to the patient. Additional information was requested; however, was not obtained after multiple attempts made. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of the 6/7f mynx control exploded on the plate. The device was not placed. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.